Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. The continuous glucose monitor (cgm) read ¿high¿; however, a specific bg value was not provided. The customer was treated with intravenous saline and insulin and was treated for nausea and vomiting. At the time of the report to tandem technical support the customer was still admitted to the emergency room. The customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to obtain additional information; however, a response was not received.